Event description:
Patient reported that her doctor sent her to an outpatient emergency room to have a CT scan of her abdominal/pelvic area due to suspected appendicitis. She stated that although the CT scan results were normal she had a severe burning sensation in her abdominal area for 3 nights afterwards. Patient reported that the burning would last for an hour each night. She is very curious to know if the radiation from the CT scan caused this burning. She is also concerned about the possible future ramifications that the radiation may have on her health.